Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported, with no allegation of device deficiency. The customer reported hypoglycemic shock, loss of consciousness, loss of consciousness, hypoglycemia, hypoglycemia treated with ems/ambulance/ER visit, glucose/carb intake, ems/ambulance/ER visit, glucose/carb intake, ems/ambulance/ER visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a, mmt-1884, unomedical. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported low bgs. Customer has been using the insulin pumpsystem within 48hrs of reported low bg event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for unomedical. Updated summary: customer reported that she had a low blood glucose event on march 25, 2024, drank orange juice, and then passed out on the couch. Her son called the paramedics and they took her to the emergency room for a low of 48mg/dl. Customer was treated with glucose liquid. Customer alleged over delivery because she did not know why she went low. Partial troubleshooting was done. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.